Event description:
Nurse was removing hemovac drain as ordered by attending surgeon. She allegedly felt the drain give as she was pulling it out of the pt's abdomen. When she examined the end, it was jagged and the piece was shorter than usual. After the attending md attempted to remove it unsuccessfully. Interventional radiology was consulted, for retained drain. Under fluoroscopy, the radiologist removed the remaining piece but not before it broke and he retrieved 2 pieces of the drain.